Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post-implant, the right ventricular (rv) lead dislodged and exhibited high thresholds. The dislodgment was confirmed by chest x-ray. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.